Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a 5 units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve that the customer reported a leak of arsenic from a small crack in the tubing. The customer stated there was puddle of 30 ml after the arsenic passed through. The volumat tubing was sticky and during rinsing of 20 ml it was observed no leak was noted on this tubing. There was a non-protected exposure to chemotherapy, however, no adverse event, no need for medical intervention, no delay in therapy, and no blood loss.